Event description:
Customer reports strip label expiration date is 08/31/2008 while using the aviva sys. Electronic inventory sys shows expiration date is 03/31/2008. Batch record verification shows expiration date is 03/31/2008. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.